Manufacturer narrative:
One device was received for evaluation. Visual inspection found the tamper seal to be missing, it was also observed to have an altered battery compartment, worn lcd lens, missing pogo insulators, and missing battery door. The battery compartment appears to have been shaved with a sharp object to help aid the battery door to release. The rear label was a non gtin; incorrect rear label. To conduct functional testing, three accuracy tests were performed. Upon review, the reported problem was unable to be duplicated. It was determined that the most probable cause would have been the customer?s testing method. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: regulatory.responses@icumed.com

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.

Event description:
It was reported the device failed a volume test during testing, there was no patient involvement.